Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2018. The cause of death was diabetes. The caller stated that the customer did not have any significant health issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected for an unknown period of time prior to passing. The customer was found lying on the floor with the insulin pump five feet away. It was unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.